Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 370 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with saline, insulin, and zofran and was released the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.